Manufacturer narrative:
Based on the information provided at this time, no conclusions can be made. A lot number has not been provided, therefore we are unable to conduct a review of the manufacturing records. The information is limited at this time and medical records have not been provided. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the perfix plug (device 2). An additional emdr was submitted to represent the other alleged bard/davol device. Not returned.

Event description:
It was alleged by the patient's attorney that on (B)(6) 2013 the patient underwent surgery for the implant of a bard/davol perfix plug (device 1). It is alleged that on (B)(6) 2014, the patient had unspecified injuries related to a defect in the perfix plug (device 1) and underwent corrective surgery and implant of a bard/davol perfix plug (device 2). As alleged, on (B)(6) 2015, the patient had unspecified injuries related to a defect in the perfix plug (device 1 and 2), and underwent revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the two (2) perfix plug devices. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."